Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020 at 2:38am, all philips information center ix system computers are in local mode. At time of report, it is unclear how many units, floors, etc. Were affected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.